Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that the clinician obtained another battery and the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.